Event description:
The user facility reported, during a procedure, metal shavings from the medical device fell into the surgical site. Metal shavings within the surgical site could potentially cause an infection. An approximate surgical delay of 5-10 minutes was noted to remove the shavings. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.: device not returned.

Event description:
The user facility reported, during a procedure, metal shavings from the medical device fell into the surgical site. Metal shavings within the surgical site could potentially cause an infection. An approximate surgical delay of 5-10 minutes was noted to remove the shavings. There were no adverse consequences related to this event.